Event description:
The frontrunner was opened and prepped properly. When the physician was shaping the tip of the frontrunner, jaws became separated from the device itself. The product did not enter the patient's body and there was no patient injury. Another frontrunner was opened and was successfully utilized to cross the chronically occluded lesion, followed by balloon angioplasty.

Manufacturer narrative:
The frontrunner was opened and prepped properly. When the physician was shaping the device tip the jaws separated from the device. The product did not enter the patient's body and there was no patient injury. Another frontrunner was opened and was successfully utilized to cross the chronically occluded lesion, followed by balloon angioplasty. Analysis of the returned device did not show any damages or product anomalies. The reported event was not confirmed. One non sterile frontrunner model fbp46140 was received coiled inside two plastic bags. The unit was received wavy; this condition could be related to the way the unit was sent for analysis. No other damages were noted a long the unit. Actuating jaws were closed and opened without any anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported actuating jaws-blunt cap (frontrunner only) separated could not be confirmed. No damages were observed in the actuating jaws. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.